Event description:
Boston scientific received information that during a normal follow up interrogation the health care professional (hcp) saw a pop up message followed by red safety core screen. The patient immediately began to have muscle stimulation from unipolar pacing. The local sales representative arrived to the clinic and discussed with boston scientific technical services (ts) that this cardiac resynchronization therapy defibrillator (crt-d) has gone into safety core mode. This crt-d has been taken out of service with a reason of high defibrillation thresholds (dft) and being in safety core mode. No adverse patient effects were reported from the procedure.

Manufacturer narrative:
This device has been returned and is currently undergoing analysis. This investigation will be updated when additional information is received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this crt-d was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both bradycardia and tachycardia therapy remained available. A review of device memory revealed several faults had been recorded on the date of the device follow-up interrogation. These faults then resulted in software resets, which are performed in an attempt to correct an identified memory error. A location storing data related to the device¿s date/time change log had been altered, which resulted in the reversion to safety mode. No root cause for the memory inconsistency was determined through laboratory testing. It is suspected that the memory inconsistency was caused by radiation exposure. Since there is no information to suggest this patient was exposed to therapeutic radiation, the memory error is thought to have possibly been induced by exposure to naturally occurring radiation or exposure to man-made radiation.